Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "difficult to read instructions on screen" was confirmed during product evaluation. The root cause was determined to be the user accidentally adjusting the contrast setting. The contrast setting was reset and no repair was necessary. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a malfunction of "difficult to read instructions on screen". This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.